Event description:
It was reported that the screen of a patient¿s liberty select cycler powered down during an unknown phase of their peritoneal dialysis (pd) treatment. The patient contact stated that the cycler started to smell like it was burning and then it powered down. The patient contact stated they were able to turn the cycler on, but the burning smell continued. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patient¿s peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The pdrn confirmed there was no smoke, fire or char associated with the reported burning smell. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Correction: d10.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. The mushroom head check passed. It was identified that the cause for the burning smell was due to an internal short and scorch marks present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler powered down during an unknown phase of their peritoneal dialysis (pd) treatment. The patient contact stated that the cycler started to smell like it was burning and then it powered down. The patient contact stated they were able to turn the cycler on, but the burning smell continued. At that point in time, the technical support representative advised the patient contact to discontinue use of the cycler and to notify the patients peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient did complete treatment. The pdrn confirmed there was no smoke, fire or char associated with the reported burning smell. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.